Event description:
It was reported that the vertical lift column would not move up or down. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced a defective cable. System operates as intended.